Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that an unspecified bd catheter was damaged, but still operable. The following information was provided by the initial reporter: "today I received a complaint with the nexiva no. 18 catheter, they say that they opened several units with a broken stylet or the body of the catheter opened. They mentioned that this happened to them in the month of january or february but they don't have the packaging or the material right now."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified bd catheter was damaged, but still operable. The following information was provided by the initial reporter: "today I received a complaint with the nexiva no. 18 catheter, they say that they opened several units with a broken stylet or the body of the catheter opened. They mentioned that this happened to them in the month of january or february but they don't have the packaging or the material right now."